Event description:
Pt status post construct implantation returned to surgeon for post op visit. An x-ray showed the rod slipped out of the screw head with a locking cap in place at l4, the end of the construct. Surgeon revised the pt. This is three of three reports for this event.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the date of manufacture as no product returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.